Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 was applied to capture the additional intervention performed to reprogram the device and the reportable event of surgery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) lead pace impedance measurements greater than 3000 ohms. Non physiologic noise was previously observed. The noise was being oversensed, resulting in pacing inhibition and possible asystole greater than two seconds. Technical services (ts) noted that the patient had a possible surgery the day the noise and oversensing was observed. Ts suggested bringing the patient into the clinic for testing. The device remains in service. No adverse patient effects were reported. Additional information was received that the device was programmed to monitor only while a revision procedure was being scheduled for the patient. Subsequently, the device was explanted due to oversensing, pacing inhibition and pace impedance measurements of greater than 2,000 ohms. No asystole of greater than two seconds was observed. A new device was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the additional intervention performed to reprogram the device and the reportable event of surgery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) lead pace impedance measurements greater than 3000 ohms. Non physiologic noise was previously observed. The noise was being oversensed, resulting in pacing inhibition and possible asystole greater than two seconds. Technical services (ts) noted that the patient had a possible surgery the day the noise and oversensing was observed. Ts suggested bringing the patient into the clinic for testing. The device remains in service. No adverse patient effects were reported. Additional information was received that the device was programmed to monitor only while a revision procedure was being scheduled for the patient. Subsequently, the device was explanted due to oversensing, pacing inhibition and pace impedance measurements of greater than 2,000 ohms. No asystole of greater than two seconds was observed. A new device was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information is being requested from the field. If additional information is received this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) lead pace impedance measurements greater than 3000 ohms. Non physiologic noise was previously observed. The noise was being oversensed, resulting in pacing inhibition and possible asystole greater than two seconds. Technical services (ts) noted that the patient had a possible surgery the day the noise and oversensing was observed. Ts suggested bringing the patient into the clinic for testing. The device remains in service. No adverse patient effects were reported.